Manufacturer narrative:
Corrected data: h4: manufacture date: 05/01/96. Summary of evaluation: the tibial insert was visually and dimensionally inspected as received. The anterior locking tab exhibits gross distortion due to having been crushed during the intra-operative assembly attempt. In addition, the plastic adjacent to the locking tab has indentations from interference with the locking post of the baseplate when the insert was impacted. These conditions indicate tha the insert was not positioned fully posterior when impacted. A review of the device history record for this insert found that no discrepanices were reported during manufacture. The evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures. Impactation of a misaligned insert damages the anterior locking tab which then precludes proper assembly onto the baseplate.

Event description:
The tibial insert would not seat properly in the baseplate. There was no adverse consequence for the pt.